Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.

Event description:
It was reported that the left ventricular lead failed to capture due to target vessel being too large in diameter. The lead was explanted and replaced. The patient was in stable condition.